Manufacturer narrative:
The field service representative found the rinse mechanism vacuum tubing had a hole in it. He replaced the rinse mechanism vacuum tubing and adjusted the gear pump pressure to specifications. Operational and mechanical checks passed. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ca2 results for 1 patient sample on a cobas 6000 c (501) module. The initial result was 7.2 mg/dl. The sample was repeated due to a data flag on the sodium result. The repeated result was 9.4 mg/dl. The repeated result was deemed correct. The erroneous result was not reported outside of the laboratory. The reagent lot number and expiration date were not provided.